Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. 623225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cardiac disorder ("blood or heart disorder/condition"), blood disorder ("blood or heart disorder/condition"), nausea ("nausea"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general),") and underwent ovarian cystectomy ("right ovarian cyste removal"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy(bilateral)). Essure was removed in 2009. At the time of the report, the pelvic pain, ovarian cystectomy, cardiac disorder, blood disorder, nausea, abdominal pain, vaginal haemorrhage, menorrhagia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, blood disorder, cardiac disorder, genital haemorrhage, menorrhagia, nausea, ovarian cystectomy, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not provided. Lot number: 623225, manufacturing date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: pfs received. New events: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia) were added. New reporter added. Product indication updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. 623225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cardiac disorder ("blood or heart disorder/condition"), blood disorder ("blood or heart disorder/condition"), nausea ("nausea") and abdominal pain ("abdominal pain") and underwent ovarian cystectomy ("right ovarian cyste removal"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy(bilateral)). Essure was removed in 2009. At the time of the report, the pelvic pain, ovarian cystectomy, cardiac disorder, blood disorder, nausea and abdominal pain outcome was unknown. The reporter considered abdominal pain, blood disorder, cardiac disorder, nausea, ovarian cystectomy and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not provided. Lot number: 623225 manufacturing date: 2009-03 expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cystectomy ('right ovarian cyst removal') in a (B)(6) year old female patient who had essure (batch no. 623225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cardiac disorder ("blood or heart disorder/condition"), blood disorder ("blood or heart disorder/condition"), nausea ("nausea") and abdominal pain ("abdominal pain") and underwent ovarian cystectomy (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy(bilateral)). Essure was removed in 2009. At the time of the report, the pelvic pain, ovarian cystectomy, cardiac disorder, blood disorder, nausea and abdominal pain outcome was unknown. The reporter considered abdominal pain, blood disorder, cardiac disorder, nausea, ovarian cystectomy and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not provided. Most recent follow-up information incorporated above includes: on 30-mar-2020: pfs received. Case becomes an incident. Lot number was added. New events added:blood or heart disorder/condition, nausea, pelvic pain, abdominal pain, right ovary cyst removal. Reporters and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.